Event description:
When the wand and handheld were placed into the vns storage bag, it was noted that the handheld did not respond when pressing the power button. The switch on the left side of the device was not locked and the handheld appeared to be frozen with the screen darkened. Plugging the handheld in caused the power button to light, but pressing the button did not activate the screen. A hard reset was performed, which resolved the issue. On (B)(6) 2013, the physician reported that the screen still freezes and they are unable to navigate the screen. The issue was not resolved through troubleshooting. The nature of this screen freeze is unknown and it is unknown what screen it occurred on. However, the screen freeze which occurred on (B)(6) 2013 appears to be related to the device not powering down and does not appear to be a true frozen screen. The programming system was returned to the manufacturer and is pending product analysis.